Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2011, product type catheter; ubd: 23-aug-2013, UDI#: (B)(4). Product ID 8596sc lot/serial# (B)(4), implanted: (B)(6) 2011, product type catheter; ubd: 06-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for failed back surgery syndrome and spinal pain. It was unknown what medication was being delivered at the onset of the event. It was reported the hcp was seeing the patient that day ((B)(6) 2018) and believed the patient had a granuloma because the patient had radicular bilateral thoracic pain following the t7 dermatome. The hcp reported the symptoms were greater on the right side of the patient's body compared to the left side. It was indicated the onset of symptoms had been gradual. The patient had experienced these symptoms for several years. The patient had a normal pump replacement on (B)(6) 2018 {please refer to MFR report number 3007566237-2018-03198 for the current symptoms with the new pump implanted (B)(6) 2018}. The hcp planned to have the patient get a magnetic resonance imaging procedure (MRI) to rule-out a granuloma and planned to follow-up with the patient's managing pump physician. Imaging considerations was reviewed, along with dosing considerations. No further complications were reported or anticipated.